Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that occlusion alarms occurred. The customer is wearing the cartridge for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin. Is off label per the user guide. The customer's blood glucose (bg) level was "high" mg/dl. Reportedly, the customer administered a manual injection and correction bolus via pump to address elevated bg levels and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.